Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that (2) ar-3636 knotless 1.8 fibertaks' inserter handles broke off. This occurred during a labrum repair on (B)(6) 2023. All fragments were retrieved from the patient and the case continued using an ar-2922bc suture anchor. A knotless fibertak guide was used to prepare the bone. The patient had healthy bone quality.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.